Event description:
The novus 2000 laser was set to power 3000, duration .2, repeat 3.3. The laser was used by md, when machine was put on standby, the repeat setting had gone to 2.8 without touching the setting control. The laser serviced the day prior to the event. Follow up reveals: the procedure the laser was used for was a vitrectomy, scleral buckle and the setting used for this procedure was within the normal limits. The manufacturer of the product was confirmed to be coherent medical and lumenis is the company that now supports that product. A separate company is the company responsible for the repair. Its last service was approx 4 months prior to the event. After the event it was determined by the service that a fractured fiber optic wire had caused the problem and the wire was replaced before the laser was used again.